Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. Should any additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular lead experienced a 2.5 second pause in therapy. Oversensing was suspected. High threshold measurements were noted. No patient symptoms were reported.